Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that they were not able to seat the battery into the device to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4) service department. Evaluation of the device found a warped upper housing. This type of damage is consistent with an overheated battery; however, the battery was not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.